Event description:
The hospital has reported following to the sales representative; the patient came in with some pain after gamma3-nail surgery. The clinic x-rayed the patient and noticed that the lag screw had moved to a more proximal placement and the tip of the screw was pointing out from the femoral head towards the acetabulum. After a re-surgery they loosened the set screw and backed the lag screw out from the acetabulum area. The nail is still in the patient and the clinic thinks the fracture will heal in the new position. The patient is now not allowed to weight stress the area.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report.